Event description:
It was reported that (2) devices were used during a thoracoscopic pleuradesis. It was reported by the affiliate that after firing the tsb35 three times, on the fourth firing, the device would not fire. Another tsb35 was used to complete the case. There was no consequence to the pt.